Event description:
During a knee ligamentoplasty, the surgeon was using a drill tip passing pin 2.4 x 381 mm, intra-operative the passing pin broke. An incision was needed to remove the broken piece and the surgery was extended approximately 40 minutes. A back up device was on hand to complete the procedure.

Manufacturer narrative:
The device has not been returned for evaluation. (B)(4).

Manufacturer narrative:
One device was returned for evaluation. The device was forwarded to the supplier for analysis. The supplier noted during visual inspection that the tip of the passing pin was twisted and part was broken almost in half, it appears to have been either used incorrectly or excessive force was applied. It was confirmed by the supplier that the device was manufactured to and met print specification. The DHR records were reviewed and no issues were identified during the manufacture of the device. A complaint history review has not identified additional complaints for this lot number on file. No further action is warranted at this time. (B)(4).